Event description:
It was reported that the patient underwent spine fusion surgery in l3 to l5 using rhbmp-2/acs. Reportedly, postop the patient experienced increasingly severe low back pain radiating to the legs. Radiographic imaging also revealed that epidural fibrosis near the surgical site was pressing on the patient's spine.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: weight, relevant tests/lab data, other relevant history, model and lot#, evaluation codes. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient presented to the office with chief complaint of pain in back radiating down both lower extremities. The tests revealed mild spinal stenosis and disc degeneration l4-5 and l5-s1, impression: degenerative disc disease. On (B)(6) 2005, the patient presented with chief complaint of back and bilateral lower extremity pain, impression: degenerative disc disease l4-5, l5-s1 with some mild spinal stenosis. On (B)(6) 2005, the patient underwent ¿rf¿ lumbar myelogram due to back pain, impression: dominant high-grade defect on the dural sac noted at l4-l5, producing a bilateral lateralizing impingement on the dural sac. The degree of impingement is extreme. There is non subluxation. 2 minutes of fluoroscopic time was used during the entirety of the study; x-ray of spine lumbar due to mild spinal stenosis and certain instability, impression: there is no evidence of instability or subluxation on the flex and extension imaging; however, there is a high-grade impingement defect at l4-l5 on the extension views which is relieved on the flexion views. Also, this series allows us to see the lower thoracic cord quite well and it is, indeed normal with normal position of t he conus medullaris; CT lumbar spine from l3 through s1 due to ¿pm¿, impression: post-myelogram CT data sets demonstrate high-grade abnormality at l4-l5, a primary soft disc hnp. On (B)(6) 2005, the patient underwent x-ray of chest pa and lateral pre-op. On (B)(6) 2005, the patient presented for an office visit. Pre-op diagnosis: spinal stenosis, post-op diagnosis: bulging intervertebral disk(l4-5), procedure: laminectomy and facetectomy; posterior lumbar interbody fusion with l4 by 26 peak cages, rhbmp-2/acs and allograft, per-op notes: paraspinal musculature was removed to expose the spinous process and lamina of l4, inferior portion of l3 and superior portion of l5 was also exposed and identified radiographically, laminectomy was performed of l4, thickening of the ligamentum flavum and facet overhang compressing l4 and l5 nerve roots was removed bilaterally, cage packed with bmp as well as allograft and countersunk, pedicle screw fixation was not required. The patient underwent ¿rf¿ fluoroscopy during surgery. On (B)(6) 2005, the pathology report of the diagnosis of intervertebral disc (l4-5, l5-s1), fibrocartilage from intervertebral disc was received. On (B)(6) 2005, the patient presented to the office with chief complaint of low back and bilateral leg pain with numbness. The examination of surgical wounds of the patient reveals it to be intact and nicely healed no evidence of erythema, edema or discharge. Impression: the patient has made a big turnaround in leg symptomatology, harbours some muscle spasm in legs. On (B)(6) 2005, the patient presented underwent lumbar spine, 3 views due to fusion, impression: post-operative changes in the lower lumbar spine with minimal retrolisthesis of l5 in relation to l4. On (B)(6) 2006, the patient presented with chief complaint of low back and bilateral leg pain with numbness, impression: the patient continues to struggle 9 months out from her lumbar fusion and require strong pain medication on a daily basis. On (B)(6) 2006, the patient presented for MRI of the lumbar spine, impression: post-operative changes noted with l4-l5 fusion, there is abnormal signal posterior to the dural sac but shows contrast enhancement consistent with postoperative scar. There is no evidence of disc herniation or high grade spinal stenosis. There is mild retrolisthesis of the l5 vertebral body relative to l5. On (B)(6) 2006, the patient presented to the office for follow-up. On (B)(6) 2006, the patient underwent lumbar spine series, impression: post-surgical changes of prior inter-body fusion l4-5 with associated minimal spondylolisthesis, posterior laminectomy defect l4; neurodiagnosis, impression: moderate chronic left l5 radiculopathy on (B)(6) 2006, the patient underwent CT scan of lumbar spine, impression: post-operative and degenerative changes lumbar spine; lumbar myelogram due to back pain, impression: the posterior radiopaque markers of the disk space implant at l4-l5 overlie the anterior aspect of the central spinal canal, grade I spondylolisthesis at l4-l5; there is mild anterior epidural mass effect on the thecal sac at l4-l5. There is mild anterior epidural mass effect at t11-t12 with disc space narrowing at that level; correlation with CT scanning was performed. On (B)(6) 2007, the patient presented with chief complaint of low back and left leg pain, impression: the patient continues to struggle with low back and leg pain nearly 16 months out of lumbar fusion. On (B)(6) 2007, the patient visited the office for follow-up. On (B)(6) 2007, the patient presented for office visit. On (B)(6) 2007, the patient presented to the office with chief complaint of back and leg pain. On (B)(6) 2007, the patient underwent lumbar spine, 3 views post-op, impression: relatively stable appearance of post-operative degenerative changes in the lower lumbar spine with stable spondylolisthesis at the l4-5 level. On (B)(6) 2007, the patient presented for office visit. On (B)(6) 2008, the patient presented to the office with chief complaint of back pain, leg pain, numbness, tingling and weakness, left leg greater than right, the patient presented to the office with chief complaint of left hip pain, impression: negative; lumbar spine due to lumbar spine pain, impression: post-surgical change and abnormalities of alignment is noted; ap pelvis due to pelvic pain, impression: negative. On (B)(6) 2008, the doctor communicated back with the patient responding to the problems with the neck and numbness in right hand stated by the patient earlier. On (B)(6) 2008, the patient presented for office visit. On (B)(6) 2008, the patient underwent MRI of the cervical spine due to decreased range of motion over neck, pain in both upper extremities right greater than left, impression: minimal multi-level degenerative changes are identified of the cervical spine, most pronounced at c3-4 levels. No spinal cord edema or contusion is identified. Mild narrowing is present on the spinal canal. On (B)(6) 2008, the patient presented for office visit. Pre-op and post-op diagnosis- median neuropathy, right, procedure- release of right transverse carpal ligament. On (B)(6) 2008, the patient underwent MRI of the lumbar spine, impression: stable post-operative findings of plif at l4-5 with some degenerative and post-surgical changes. New anterosuperior compression fracture of l1 and t11 with intrinsic narrow edema and reduction of vertebral body height which is a new finding. There is no retropulsion of fracture material and there is no subluxation or other acute abnormality; MRI of cervical spine, impression: multi-level central dural sac and cord defects are noted as a result of degenerative disk disease and arthropathic abnormalities. The significant change is an anterosuperior compression of the t1 vertebral body suggesting a partial anterior superior compression fracture with no evidence of subluxation or alignment and no retropulsion. On (B)(6) 2008, the patient underwent ¿nm¿ bone imaging due to spinal fracture, impression: acute compression fracture seen of the t11 vertebral body level, degenerative changes present within the l1 vertebral body level; x-ray of spine lumbar due to spinal fracture, impression: acute compression fracture of the t11 vertebral body level with deformity of the superior endplate of the l1 vertebral body level, likely chronic in appearance and degenerative in nature, mild anterior listhesis of l4 and l5, minimal degenerative changes seen within the hips bilaterally. On (B)(6) 2008, the patient presented in the office for follow-up. On (B)(6) 2008, the patient underwent cervical spine due to cervical strain, impression: minimal spur c5 otherwise negative. On (B)(6) 2008, the patient underwent ¿jct¿ head regular due to headache, impression: unremarkable unenhanced CT of the brain; ¿jct¿ thoracic spine due to cervicalgia (cervical strain), impression: multiple compression deformities. The l1 and t11 compression deformities have occurred since prior exam of (B)(6) 2008. No prior studies are available of the remainder of the t-spine. There is severe disc disease at multiple levels. On (B)(6) 2009, the patient underwent axial bone densitometry due to compression ¿fx¿, impression: normal bone mineral density in both hips. On (B)(6) 2009, the patient presented for office visit. On (B)(6) 2009, the patient presented with chief complaint of left arm pain, pain at the elbow, some neck pain, low back pain, and pain into both hips and buttocks. The physical examination indicated decreased range of motion of the cervical spine and lumbar spine, slightly diminished biceps reflex. On (B)(6) 2009, the patient underwent CT cervical spine, impression: minimal degenerative changes. There is no evidence of disc herniation or stenosis. Post-operative changes noted at c4-c5; ¿rf¿ myelogram due to degenerative disc disease, impression: no myelographic abnormality is noted. However, there is dilution of contrast and thoracic and cervical region.